Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observe image guide tip coating peeling issue could not be determined, however, the issue was likely the result of physical and or chemical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a cut on the bending section cover, water tightness was lost. The following parts had a scratch: the video connector, the light guide connector, the video cable, the universal cord, the up/down angulation lever plate, the video connector case, the angulation lever, the grip, the switch box, the scope cover, and the control unit. The universal cord had discoloration. The adhesive on the bending section cover had a chip. The bending section cover had slack. Due to a cut on the connecting tube, water tightness was lost. Due to the adhesive peeling around objective lens, a streak of flare appeared in the image. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera rhino-laryngo videoscope was inserted for laser treatment, but the laser hit the insertion site and caused the coating to peel off at the tip. The device was inspected prior to use. The issue was found during the therapeutic laser treatment procedure. The procedure was completed with no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: part of the connecting tube had fallen off (the resin part of the image guide snake tube). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.